Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event three or more hours after insertion on (B)(6) 2024. The blood glucose level of the patient was above 500 mg/dl and diabetic ketoacidosis. Therefore, the patient went to emergency room on (B)(6) 2024 for twelve hours. During hospitalization, the patient received fluids of saline, insulin, intravenously and potassium drip as corrective treatment which resolved the issue. The patient was released from hospital from (B)(6) 2024. The issue occurred with one infusion set used for less than 24 hours and the site was patient's thigh. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.